Manufacturer narrative:
The surgeon observed the loosened screws during a post op follow up appointment. The surgeon informed the seaspine representative that the loosened screws did not warrant surgical intervention. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
The surgeon informed a seaspine representative that he had observed several set screws coming loose from the constructs in the postoperative period. The surgeon spoke generally and no further information, radiographs, or other details have been provided in relation to the event, despite multiple follow up communications. There are 3 reports for these events: 3012120772-2021-00054, 3012120772-2021-00055.